Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for a normal follow-up, an increased capture threshold was observed. Programming changes were made. The patient will continue to be monitored normally.

Event description:
New information received notes that the capture threshold was chronically high. The lead will continue to be monitored. The patient was stable.